Event description:
Pt commenced using the amgen drug, kineret administred by the owen mumford simpleject device. (100mg/sc/daily). The pt allegedly developed a severe skin reaction fourteen days later, involving redness, bullae, edema, fever and malaise as well as diarrhea with blood and mucus. Symptoms were noted on kineret re-challenge. Pt was hospitalized two days later and kineret was withdrawn with resolution of symptoms one week later.